Event description:
An unk length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant was not reported. The CT scan demonstrated that the stent graft had migrated. The migration was due to the severe angulation of the aortic neck. The physician elected to implant another mfrs aortic cuff. No additional clinical sequelae were reported.